Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a ventricular lead revision the atrial lead became dislodged and was replaced.